Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer changed cartridge and infusion set and resumed insulin therapy.